Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32124. It was reported that, during implant surgery on (B)(6) 2020, a contact was sheared from the lead. The sheared contact was unable to be retrieved and was left implanted in patient. It is unknown from which lead the contact sheared, so both leads are being reported. The leads are reported in manufacturer reference numbers 1627487-2020-32125 and 1627487-2020-32126.